Manufacturer narrative:
Procedure ID (B)(6) was reviewed. It is noted the patient was scanned twice. The surgical window was somewhat hazy, and the patients cornea was very reflective, which could lead to a weakened laser transmission to the cornea, which could in turn lead to an incomplete capsulotomy. No further follow up required.

Event description:
P1008 - tags/incomplete capsulotomy - issue: on 12/11/2023, dr.( (B)(6) ) reported to that he experienced an incomplete capsulotomy on procedure ID # (B)(6) which resulted in a capsular run.